Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose was 459 mg/dl. The patient experienced an agitated mood and nausea as symptoms of their high blood glucose. The patient treated via manual insulin injection. The customer did not feel okay to troubleshoot; troubleshooting was declined. However, the insulin pump will be returned for analysis due to customer dissatisfaction.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, scratched case, cracked reservoir tube lip and cracked case at reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.